Event description:
It was reported that on (B)(6) 2023, 31mm amplatzer amulet was successfully implanted in the left atrial appendage (laa), using 14f amplatzer torqvue 45x45 delivery sheath. During follow-up, on (B)(6) 2023, it was observed on transesophageal echocardiogram (tee) the device had migrated to the aortic arch. The patient was not symptomatic. On (B)(6) 2023, the device was retrieved using a transcatheter snare through sheath in the groin. The patient is reported to be stable and was discharged from the hospital.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization to aortic arch was reported. Possible causes for device embolization include incorrect device sizing or positioning issue due to patient anatomy. Field indicated that the device was implanted successfully and sized using tee measurements. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, 31mm amplatzer amulet was successfully implanted in the left atrial appendage (laa), using 14f amplatzer torqvue 45x45 delivery sheath. The dimension of the defect was measured to be 29mm largest landing zone, 39mm depth, 34mm ostium. During follow-up, on (B)(6) 2023, it was observed on transesophageal echocardiogram (tee) the device had migrated to the aortic arch. The patient was not symptomatic. On (B)(6) 2023, the device was retrieved using a transcatheter snare through sheath in the groin. The patient is reported to be stable and was discharged from the hospital.